Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was not provided. The customer stated that he changed the infusion set, checked the tubing, and reported that everything was working. He stated that he did not have the insulin pump on hand and was currently on manual injection treatment. Nothing further reported.